Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer was found to have intermittent communication issues with during systems testing on a known good programmer. The product will be sent to benchmark electronics incorporated (bei) for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and the programmer's analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.